Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper line break was confirmed as the gripper line was returned broken and outside the device; however, this reported issued could not be confirmed using a proxy gripper line during returned device analysis as there was no issue while performing establishing gripper line removability (eglr) and gripper line removal from the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A conclusive cause for the reported gripper line break in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that during gripper line removal the gripper line broke. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) with mr grade of 4. The clip delivery system cds was advanced to mitral valve and the clip was deployed on the mitral valve leaflets without issue. After retracting the gripper line approximately 20 cm, one end of the gripper line was already inside the handle and the gripper line broke. The cds was removed, and the gripper line was successfully removed from the clip with the cds. The clip was deployed successfully. By the end of the procedure, two clips were implanted, reducing mr to 3-4. No portion of the gripper line remains in the patient. The patient is stable. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.